Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging battery indicator. The reporter alleged that meter shut off, did not give the icon, and would then not power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Mentions prior to replacing the batteries from prev pi of no power. The metr shut off and did not give the icon. Then would not power on. (See prev pi for not power).